Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio2: 4.8, re-test: 5.0, lab: 2.9. Time between tests: 5 minutes. Patient self tester was recently trained on the inratio meter.

Manufacturer narrative:
Investigation pending.